Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding") in a 29-year-old female patient who had essure (batch no. 12579427,a47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 4. Concurrent conditions included endometrial curettage. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2013 and nuvaring from 2011 to 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping),"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia),"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and abdominal pain ("abdominal pain"). In 2014, the patient experienced dental caries ("tooth decay / rotten teeth"), abdominal distension ("abnormal swollen stomach") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). In 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery after partial hysterectomy and bilateral salpingectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain / cramping"), back pain ("severe back pain") and vaginal infection ("irregular vaginal discharge or infection") with vaginal discharge. The patient was treated with surgery (a robotic total hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, dental caries, procedural pain, vaginal haemorrhage, bacterial vaginosis, headache and fatigue outcome was unknown, the abdominal pain lower, back pain, alopecia, vaginal infection, abdominal distension, weight increased and abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dental caries, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved.3 trailing coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram - on (B)(6) 2015: successful tubal occlusion on (B)(6) 2015 patient had CT of abdominal/ pelvis w/o contrast resulted in small left renal lesion likely cyst as seen on this unenhanced exam. No evidence of renal or ureteral calculi nor of obstructive uropathy. Tubal occlusive devices seen, one on each side. On (B)(6) 2016 patient had surgical pathology report : resulted in endocervical polyp, benign paratubal cysts, post-ablation changes in uterus concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : abdominal pain, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. New information added: reporter, patient concomitant condition, concomitant drug, and essure lot number. New events added: vaginal haemorrhage, bacetrial vaginosis, headache, fatigue, weight increased, abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding") in a 29-year-old female patient who had essure (batch no. 12579427,a47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included endometrial curettage. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2013 and nuvaring from 2011 to 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping),"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia),"), back pain ("severe back pain"), migraine ("migraines"), dental caries ("tooth decay / rotten teeth"), abdominal distension ("abnormal swollen stomach"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and fatigue ("fatigue"). In 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery after partial hysterectomy and bilateral salpingectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain / cramping") and vaginal infection ("irregular vaginal discharge or infection") with vaginal discharge. The patient was treated with surgery (a robotic total hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, dental caries, procedural pain, vaginal haemorrhage, bacterial vaginosis, headache and fatigue outcome was unknown, the abdominal pain lower, back pain, alopecia, vaginal infection, abdominal distension, weight increased and abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, dental caries, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved.3 trailing coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram - on (B)(6) 2015: successful tubal occlusion on (B)(6) 2015 patient had CT of abdominal/ pelvis w/o contrast resulted in small left renal lesion likely cyst as seen on this unenhanced exam. No evidence of renal or ureteral calculi nor of obstructive uropathy. Tubal occlusive devices seen, one on each side. On (B)(6) 2016 patient had surgical pathology report : resulted in endocervical polyp, benign paratubal cysts, post-ablation changes in uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : abdominal pain, menorrhagia, pelvic pain. Lot number: 12579427 manufacture date:2013/06 expiration date: 2016/03. Lot number: a47947 manufacture date:2012/09 expiration date: 2015/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery after partial hysterectomy and bilateral salpingectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge or infection"), vaginal infection ("irregular vaginal discharge or infection"), dental caries ("tooth decay") and abdominal distension ("abnormal swollen stomach"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, vaginal discharge, vaginal infection, dental caries, abdominal distension and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dental caries, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: full occlusion of fallopian tubes confirmed. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 and reported adverse events including severe pelvic pain and abnormal heavy bleeding (understood as genital haemorrhage). On (B)(6) 2016 plaintiff underwent surgery (partial hysterectomy and bilateral salpingectomy) and essure was removed. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery after partial hysterectomy and bilateral salpingectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge or infection"), vaginal infection ("irregular vaginal discharge or infection"), dental caries ("tooth decay") and abdominal distension ("abnormal swollen stomach"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, vaginal discharge, vaginal infection, dental caries, abdominal distension and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dental caries, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2015: full occlusion of fallopian tubes confirmed. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 and reported adverse events including severe pelvic pain and abnormal heavy bleeding (understood as genital haemorrhage). On (B)(6) 2016 plaintiff underwent surgery (partial hysterectomy and bilateral salpingectomy) and essure was removed. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.